Manufacturer narrative:
Initial reporter: postal code: (B)(6). Occupation: other non-healthcare professional: theatre manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy and kidney stone removal using a ngage nitinol stone extractor, the basket would not close. A second nage extractor was opened and used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation. It was reported, the device did not close during a ureteroscopy and kidney stone removal procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. Inspection of the returned device noted: the device was returned with the basket formation and the handle in the closed positions, the mlla [male luer lock adapter] was tight, the collet knob was tight and secure, and the basket sheath was bent 4.3 cm from the nose of the mlla. Functional testing determined the handle actuates the basket formation to the open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was functional, opening and closing as the handle was functioned. It was noted that the sheath was damaged near the handle, but the bend was not affecting functioning of the basket when tested. It is possible that the path of the sheath inside the scope during use, combined with the bent sheath did prevent the basket from closing. The cause of the sheath damage could not be determined, but may have resulted from handling during unpacking or subsequent handling. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.